Event description:
The risk manager reported the following, the 2 screwdrivers broke at the tightening step. For one, the tightening was performed with a motor and for the other, the tightening was performed manually. The screws were not yet fully implanted into the plate.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt as MDR 8031020-2010-00138.